Manufacturer narrative:
During a call from the cde to the health care practitioner (hcp) it was identified that the pt had been left by himself and had not follow the hcp's orders. Device has not been returned for eval. Should new info become available, a f/u MDR will be submitted. Event not likely to lead to death, t:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.

Event description:
Received info from a clinical diabetes specialists (cds) indicating pt was taken to the emergency room due to diabetic ketoacidosis (dka).